Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). Device manufacture date: unknown: investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd precision glide microlance needles experienced leakage, blood exposure/splash. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via survey response that the clinician experienced exposure to body fluid or blood (2), leakage (2), package open before use (1). Additional information related to clinician exposure to blood states: "it did happened twice as we were aspirating ascites,that the canola has just slipped away during the procedure." Additional information related to what leaked and from where states: "blood" "cv line" "we lost count of ascites fluide collection". Additional information related to package open before use states: "it delays urgent procedures."